Manufacturer narrative:
(B)(4). This MDR is to report the second pipeline device that was used in this event. The first pipeline device is reported in MFR: 2029214-2015-05038 the pipeline device was not returned for analysis as it was implanted in the patient. The complaint of pipeline failure to open could not be confirmed; the event cause could not be determined. The patient's basilar occlusion and subsequent death occurred post procedure and the cause is not known. (B)(4).

Event description:
Medtronic (covidien) received report of pipeline incomplete opening and post-procedure patient death. The patient was being treated for a giant, unruptured, fusiform aneurysm (50mm) that spanned the superior cerebellar artery (sca) proximal to basilar artery to the posterior inferior cerebellar artery (pica). Vessel was moderately tortuous. The physician planned to implant two telescoping pipeline devices. The first pipeline (fa-71450-30) was deployed without issue. The second pipeline (fa-71450-25) overlapped the first, but the proximal section did not completely open. A balloon was used to open and fully appose the pipeline to the vessel wall. After implantation, two angiographies confirmed the aneurysm did not have any issue. The procedure was ended. The patient woke up 20 minutes later from anesthesia and was moved to a hospital room. The patient received dual antiplatelet treatment with unknown pru level. The patient passed away one day post-procedure from basilar occlusion.